Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure the inspire 8f m hollow fiber oxygenator had a slow leak coming from the oxygenator gas exhaust port. No leak had been detected during prime. The clinician elected to continue using the device and completed the procedure. Blood loss was approximately 10cc. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The involved device was returned to sorin group (B)(4) for further investigation. The device was filled with dye and pressurized to 1 bar and a leak was identified coming from the fiber bundle. Subsequent autopsy of the returned oxygenator confirmed that the origin of the leak was a damaged capillary of the oxy module fiber bundle. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The unit passed the in-process controls, including a leak test, and was released in compliance with product specifications. Sorin group (B)(4) has concluded that the most likely cause of the leak was fiber damage that was exacerbated due to thermal and mechanical stresses induced during sterilization, transport and use. Sorin group (B)(4) plans to introduce an automated vision system to enhance the in-process control of inspire oxygenator fiber integrity and eliminate any possibility of human error during visual in process control.

Manufacturer narrative:
The inspire 8f m hollow fiber oxygenator was assembled into a customized heart lung pack that is not distributed in the USA. The sterile inspire oxygenator is distributed in the USA and the 510k number is k130433. At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure the inspire 8f m hollow fiber oxygenator had a slow leak coming from the oxygenator gas exhaust port. No leak had been detected during prime. The clinician elected to continue using the device and completed the procedure. Blood loss was approximately 10cc. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during the procedure the inspire 8f m hollow fiber oxygenator had a slow leak coming from the oxygenator gas exhaust port. No leak had been detected during prime. The clinician elected to continue using the device and completed the procedure. Blood loss was approximately 10cc. There was no report of patient injury.